Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2016-00342, 2. 3005168196-2016-00343 - the hospital disposed of the device.

Event description:
The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure using pod packing coils (podj coil). During the procedure, the physician was unable to advance a podj coil out of its orange introducer sheath. The physician removed this podj coil and then successfully delivered multiple new podj coils into the patient using the lantern delivery microcatheter (lantern). While the physician was attempting to deploy two new podj coils into the patient, both coils became separated in the lantern and were removed. The procedure was completed using new podj coils and the same lantern. There was no report of an adverse effect to the patient.